Event description:
The manufacturer received a report alleging that a nurse identified a patient as cyanotic while using the trilogy evo device. After noticing this, the nurse checked to see if the device was connected to the power supply and confirmed that it was, but the device was turned off. The nurse then adjusted the outlet, after which the equipment resumed functioning. Oxygen was administered, and medical intervention, including cardiopulmonary resuscitation (CPR), was initiated. A respiratory therapist was activated in response to the code red, and a nurse from another unit came to assist with the situation. During the second cycle of CPR, the patient exhibited a return of spontaneous circulation, with full peripheral and central pulses. Post CPR vital signs included blood pressure of 199/98 mmhg, heart rate of 100 beats per minute, respiratory rate of 21 breaths per minute, oxygen saturation of 100%, and a glucose level of 309 mg/dl. The patient responded to verbal stimuli with ocular opening. Based on these events, there is sufficient evidence to classify this incident as a serious injury. Additionally, the nursing visit confirmed that the patient was stable and well. During an evaluation conducted by the physiotherapist on duty, it was verified that the alarms of the trilogy equipment were functioning properly. Although the alarm volume was set to a low level, the audible signal could still be heard. However, the nursing team (nurse and technician) reported that the device did not emit alarms during the event. They also stated that, during the last round, the equipment was connected to the electrical power supply, although they were unable to confirm whether the device was operating on mains power or on its internal battery. According to the analysis carried out by the hospital's technical team, the case is suggestive of a failure in the electrical network at the place where the machine was installed. Based upon the information provided and currently available, device cause and/or contribution to the reported event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts are in process to gather the disposition of the device cause and/or information to conclude contribution to the patient harms incurred. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.